Manufacturer narrative:
(B)(4). As the rv lead was capped and surgically abandoned, it will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the pacing impedance measurements were above 2,000 ohms when measured on the psa. No other issues were noted. As a result, the rv lead was capped and a new lead was successfully implanted. No adverse patient effects were reported.